Event description:
During preventative maintenance of the system 8000, it was found that the battery would not fit into the metal bracket. A replacement battery was employed. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.